Manufacturer narrative:
Findings: unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks and piece of plastic broke off and fell of when changing batteries. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.